Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional supera stent device referenced are filed under separate medwatch report number.

Event description:
It was reported the procedure was to treat a left popliteal artery. The lesion was prepped with a 6.0x150 mm armada 35 balloon dilatation at rated burst pressure. The 6.5x100 mm supera self-expanding stent system (sess) was implanted; however, resistance was noted during removal post deployment and the tip of the delivery catheter separated. The device was not removed under fluoroscopy. The tip was unable to be retrieved with an endovascular snare; therefore, it was embedded into the vessel wall with a tibial unspecified stent. There was no adverse patient sequela and no clinically significant delay in the procedure. The account confirmed the additional 6.5x100 mm supera self-expanding stent system received was opened in error as a different size supera was needed. However, per device analysis the supera was noted to have a tip separation. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that inadvertent mishandling during unpackaging resulted in the the noted device damages (stretched/split/torn inner member, stretched tip jacket) and ultimately resulted in the reported material separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.